Event description:
It was reported that the patient had been doing really good and her symptoms had not returned. However, she woke up in the middle of the night to go to the bathroom because she had more pressure because it was not set where it needed to be set. She noted that this happened when she did not have the right setting. The patient mentioned that she had to periodically change it or adjust it when she got used to the stimulation. The issue had been occurring since she lost her programmer a few months prior to the report and had been unable to adjust stimulation. She also wondered if the reason for her waking up in the middle of the night could be that her device was turned off. This had happened in the past years and she noted that some stores caused an increase in her stimulation and shut off the device. She would go to the store and the next thing she knew her unit was not working because it was off. The patient would also feel an increase in stimulation, ¿it was kind of like pins.¿ her healthcare provider (hcp) instructed her to turn therapy off before she went to stores. No interventions, patient outcome, or clear cause were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2011-01867 as the patient had similar issues with her previous system.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v006695, implanted: (B)(6) 2006, product type: lead. (B)(4).